Manufacturer narrative:
The insulin pump unit passed displacement test, rewind, basic occlusion, and excessive no delivery alarm test. Analysis was unable to prime during prime/ compromised force sensor test due to faulty force sensor resistor (gold). The motor was tested outside the device and passed. No motor error alarm or excessive no delivery alarms noted. The pump functioned properly. All buttons functioning properly. However moisture damage noted on keypad traces during visual inspection. The pump was received with a cracked reservoir tube and scratched lcd display window noted during visual inspection. Note: this is a remediation MDR. Medtronic (B)(4) implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic (B)(4) conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had motor error alarm, keypad anomaly, and no delivery alarm. The blood glucose at the time of the incident was 134 mg/dl. Troubleshooting was not able to resolve the issue since the button were unresponsive. The device will be returned for analysis.